Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(4)) displayed fault 16 (timeout moving to take-up position) error message was confirmed during the functional testing and based on the review of the archive data.the root cause for the fault code 16 was the seized brake on the cabled drive train and the brake was unable to turn. The autopulse platform archive review revealed that daily checks were not performed regularly, and it is unknown where the customer stores the autopulse platform. Performing regular daily checks and keeping the device in a location with low humidity will prevent the brake gap from seizing. The customer is located in arkansas, which is a high humidity location. Daily device checks is required per user manual to help prevent the gap from seizing. Also, storing the autopulse in a low humidity location could help prevent the brake gap from seizing. The reported humming sound was not confirmed during functional testing. Visual inspection was performed and found no physical damage to the returned autopulse platform. The archive data was reviewed and showed multiple fault code 16 messages on the customer's reported event date; thus, confirming the reported complaint. The initial functional testing of the platform failed due to fault code 16 displayed before the first compression. Thus, confirming the reported complaint. The root cause for the fault code 16 was the seized brake on the cabled drive train and the brake was unable to turn. The drive train was replaced to remedy fault code 16 error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaint was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4))displayed fault code 16 (timeout moving to take-up position) error message upon power on and makes a humming sound like it's trying to take-up the lifeband. The customer tested the autopulse platform with a manikin but issue persisted. No patient involvement.